Event description:
The customer reported intermittently the system displayed a disabled x-ray error message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified nor duplicated. The system was found to be operating as intended.